Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). The philips field service engineer (fse) confirmed the touchscreen not responding properly. The fse replaced the touch screen user interface assembly to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports not able to calibrate the touchscreen. No patient/user harm reported. (B)(4).

Manufacturer narrative:
Date rec¿d by MFR : 06may2019. Touchscreen was received for evaluation. Visual inspection revealed evidence of contamination on the upper right side corner and a slight crack trace of the touchscreen. Root cause was due to the resistance and resistance ratio of the ul_lr and ur_ll pins were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.